Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement caster shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system's staff cart wheel was damaged. The front wheel of the staff cart had been knocked off and sheared at the screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.